Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was implanted a few months prior and is now exhibiting pace impedance measurements of less than 200 ohms and loss of capture (loc). This patient was experiencing pocket stimulation. Technical services (ts) discussed possible reasons for the drop in impedances and suggested x rays to confirm lead location. This lv lead remains in service. No adverse patient effects were reported. Additional information was received that this lv lead was explanted. This patient was upgraded to a biventricular device system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was implanted a few months prior and is now exhibiting pace impedance measurements of less than 200 ohms and loss of capture (loc). This patient was experiencing pocket stimulation. Technical services (ts) discussed possible reasons for the drop in impedances and suggested x rays to confirm lead location. This lv lead remains in service. No adverse patient effects were reported.